Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side rail was broken off the citadel plus bed. No injury nor other medical consequences were reported to arjo. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. The device evaluation performed by the arjo representative revealed the damaged right, foot end side rail. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side rail detachment might be related to an excessive force applied to the safety side. To conclude, the safety side rail was detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. While the incident occurred the bed was being used by the patient. Although no adverse event occurred, the complaint was decided to be reportable due to the safety side rail detachment.

Event description:
Arjo was informed about an issue involving a citadel plus bed. Following information gathered, the safety side rail was broken off the citadel plus bed. No injury nor other medical consequences were reported to arjo.